Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the hc device. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. The lot number is unknown therefore a batch review was not performed. Baxter has found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported. Please see referenced "master" complaint (B)(4) for the initial report of noise

Manufacturer narrative:
(B)(4). A sample is not available. A follow up report will be sent when additional information becomes available.